Event description:
A red alert was detected on this rv lead on (B)(6) 2012 for high pacing impedance. No additional information is available at this time. Lead remains in service. Lead was implanted (B)(6) 2003. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).